Manufacturer narrative:
(B)(4).

Event description:
It was reported in november, a revision was done to move the device up due to abdominal pain. The pain in the abdomen radiated down to the groin and into the testicle. The pt indicated the healthcare professional thought the device may have been lying on a nerve. The pt indicated it helped the pain for one day and then the pain returned. Following the revision, the pt was unable to have a sheet on his stomach due to the pain. The stimulation helped the back pain and the pt did not want to turn the stimulation off. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.